Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the paramedics were called twice to assist customer at home. The last blood glucose reading was 29 mg/dl when the paramedics arrived. Customer stated that he also had high blood glucose of 400 mg/dl because his insulin pump did not deliver the bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.